Event description:
It was reported that there was a disconnection between a peritoneal dialysis (pd) transfer set and a titanium adapter. This was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name -(B)(6) hospital. Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5 (information was omitted) and f10/h6: medical device problem codes (add leak code). B5: the disconnection resulted in a leak of fluid. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.